Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hypoglycemia and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital with low blood glucose (bg) values that dropped to 40 mg/dl and climbed to 428 mg/dl. For treatment, the patient was given a glucagon injection by the parent. The paramedics arrived and advised her to go to the hospital. The patient received normal saline at the hospital. The pod was worn between 36 and 48 hours on the arm. The pod was removed and discarded. No further details were given.